Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried troubleshooting by leaving the wall adapter plugged in for at least 30 minutes, and also attempted using a different wall adapter, but the issue persisted. Consequently, technical support sent a replacement charging cable and wall adapter via two-day shipping. The customer was advised to use a backup pump if necessary. Follow-up confirmed that the pump began charging with the new supplies, and no further assistance was needed.